Event description:
The customer reported that this unit isn't working in AED mode. The display is showing the screen message alert "ECG fault 20004" as well as error code 20004 being recorded in the system log. There was no report of pt involvement.